Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 26.4 mmol/l. The customer was treated for the high blood glucose with correction of insulin. The customer stated that the issue was caused by a bent cannula. The customer had already changed their infusion set. The customer sent their infusion set back for analysis.